Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: it's found that there was black foreign matter above the separation gel in tube before use.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm in tube with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and fm in tube was observed. The most likely cause of the black fm in the gel and on the sidewall of the tube is burnt silica from the coating operation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® sst¿ blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: it's found that there was black foreign matter above the separation gel in tube before use.